Event description:
The user facility reported a 69-year-old male in acute myocardial infarction/cardiogenic shock was implanted with an impella cp device for mechanical circulatory support. The patient was coding during the entire procedure. The first pump was removed due to delivery/kinking issues. This 2nd impella cp was placed but removed shortly thereafter due to vascular damage of the right femoral artery. The damage caused bleeding at the site; manual pressure was applied but the patient expired when cardiopulmonary resuscitation (CPR) failed.

Manufacturer narrative:
The impella device was not received from the customer and therefore, an evaluation of the device was not possible. Upon investigation closure, a supplemental MDR will be filed. Instructions for use for the related event are as follows: cautions. Physicians should exercise special care when inserting the impella catheter in patients with known or suspected unrepaired abdominal aortic aneurysm or significant descending thoracic aortic aneurysm or dissection of the ascending, transverse, or descending aorta.

Manufacturer narrative:
The investigation into the vascular damage - peripheral vessel has been completed. The device and data were not returned for investigation. The root cause of the vascular damage - peripheral vessel issue was not determined since product was not returned and there is a lack of clinical details.